Event description:
It was reported that the patient expired in 2009; the date was not confirmed. The cause of death was pending; there was an active investigation. The pump was being returned to the manufacturer for analysis. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.